Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, inflammatory nodules and bruised feeling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks and juvéderm volift with lidocaine in the lips. About 4 months later, the patient had the stomach flu. A week after later, the patient developed inflammatory nodules and a "bruised feeling." Patient was treated with prednisone and antibiotics. About a month later, the patient was also treated with hyaluronidase on 2 occasions. Patient continued to complain of swelling and more nodules. Patient had woken up again very inflamed. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2019-00268 (allergan complaint # 1865979). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.